Event description:
It was reported that high impedance and noise were observed on svc coil. Noise was found during provocation testing. Clavicular crush and lead fracture are suspected. The device was reprogrammed to rv to can shock vector and svc coil off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.